Manufacturer narrative:
(B)(4). Upon reviewing the device, it was found that the up-down articulation cable was severed at the universal. The complaint was confirmed. There was no patient harm or injury reported. This MDR is filed as a result of an internal retroactive review.

Event description:
It was reported during a procedure upon inserting the end effector it was noticed that one of the cables snapped from the shaft. Another like device was used to complete the case. The patient outcome was not affected.